Manufacturer narrative:
(B)(4). The date of event was reported as (B)(6) 2016 and it was also reported that the patient noted that the pump had not run correctly since (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd-prizm vip ambulatory infusion pump did not deliver the appropriate dosage of medication to the patient for over 72 hours since (B)(6) 2016. The pump was in use on a home health patient for milrinone infusion. The patient contacted her physician on (B)(6) 2016 to report that the pump had not run correctly since (B)(6) 2016 and that the milrinone bag was full. The patient was placed on a new pump and bag and reported to be feeling well. The patient was found to be hypotensive at 80/53 mmhg and was taken to the emergency room on (B)(6) 2016. The patient was admitted to the hospital between (B)(6) 2016.